Event description:
The pt reported that often during the night, the basal rate of his infusion device changes from profile 1 to profile 2 on its own. He has experienced elevated blood glucose of approximately 530 mg/dl. He injected insulin via pen and bolused through the infusion device to lower his blood glucose. His normal blood glucose range is 120-150 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.